Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a primary plum set, 4 clave multiport conn, where it was stated that after 30 minutes of the multi-therapy equipment (4-way) being in operation, a small leak was evident from the 4-way connection to the chamber. The infusion was stopped, and the set was replaced. The event occurred at the oncology area. The status of the product at the time of the event was during infusion. Patient was diagnosed with ventral hernia. There was no harm as a result of this event.

Manufacturer narrative:
Updated information: d9 (B)(6) 2025 received one (1) photo of the set. There was a hole in the tubing observed. The complaint of leakage can be confirmed. The probable cause cannot be determined without the return of the used set. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.